Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2015 for an unknown reason. Currently, the right ventricular lead has been explanted due to unrelated issues. The patient was in stable condition.